Event description:
Informaiton from attorney alleges interstim caused patient low back pain, pain in their legs, back spasms, pelvic pain, pain in their right hip and thighs, low grade fever, worsening of their interstitial cystitis, edema over the implants site, pain and swelling over the generator site, pain in right lower abdomen and no relief of their urgency. No further information has been made available from the hcp at this time.